Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed an unusual burning smell when cauterizing and it started to smell electrical. Shortly after that they noticed a significant amount of smoke coming out of the handle of the cautery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The hp2 harvesting tool, was returned to the factory on 07/23/2019 and evaluated on 10/30/2019. Sign of clinical use was observed. Charred tissue and blood was observed on the jaws. The heater wire was flexed away from the center of the hot jaw and was detached from the tip. No other visual defects were observed. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported failure ¿environmental particulates¿, is not confirmed. The analyzed failure "material twisted/bent; wire" is confirmed. Specific actions for the analyzed failure mode "material twisted/bent; wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise : (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed an unusual burning smell when cauterizing and it started to smell electrical. Shortly after that they noticed a significant amount of smoke coming out of the handle of the cautery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.